Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported there was data acquisition pcba adc reference failed error on screen. Patient involvement information is unknown but has been requested. If this information becomes available at a later date, a follow up report will be submitted. There was no report of patient or user harm. The ventilator was evaluated by a bench repair engineer. The fault was confirmed, after a few minutes of running. The unit started alarming and displayed the error data acquisition pcba adc reference failed. The unit also shows the errors watchdog test failed and machine and proximal pressure sensors failed. After swapping the gas delivery system (gds), the motor controller (mc) pcba and the power management (pm) pcba, the engineer found that the part causing the error was the cpu. The bench engineer replaced the cpu, conducted leak, flow and pressure tests and the unit passed all the tests. The issue is resolved.

Manufacturer narrative:
The returned cpu board was received for failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The defective u53 component on the cpu pcba created the 1007 error code vent inoperable.